Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient developed dysphagia and was admitted to the hospital. The patient was treated with medication and underwent an l-tube insertion for medication and for eating. The event was deemed to possibly be related to the stimulation.

Manufacturer narrative:
H6 patient code 3191: no code available was used because there is not an equivalent FDA code for additional intervention.

Event description:
It was reported that a clinical study (a4010 vercise dbs registry) patient developed dysphagia and was admitted to the hospital. The patient was treated with medication and underwent an l-tube insertion for medication and for eating. The event was deemed to possibly be related to the stimulation. Additional information was received that stated the patient was discharged from the hospital and is recovering. The event was deemed to be unlikely related to the procedure and device.